Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be both dislodged and bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4)..

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could cause the dislodgement of the cannula. Although no issues were observed, the exact cause of the reported dislodging could not be determined. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls during its run.